Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 5 mg/ml morphine at 1.2492 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient began hearing the pump alarm on (B)(6) 2016. At 03:00 "this morning" the patient woke up in acute withdrawal. Currently the patient was in the emergency department (ed) in withdrawal and when the pump was interrogated, it was in safe state with a reset that occurred. The hcp was told to keep the same dose from the patient's primary hcp. The intrathecal daily dose was 1.2492 in 2013. It was noted that the pump went to minimum rate mode with the reset and safe state that occurred. It was later reported that they had tried to reprogram the pump multiple times, but it kept resetting due to low battery. It was stated that they were getting ready to replace the pump "right now". It was stated that the pump would be sent back for analysis.

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication regarding the motor, a stall due to shaft bearing, and high battery resistance. As received the pump reservoir was empty and in the minimum rate infusion mode. Pump logs show that the pump had low battery resets, premature eri and motor stall recovery that occurred in the field. No dispense testing could be performed because the pump continued to reset during analysis. The hybrid was tested and found functional. Battery resistance testing failed with a high battery resistance reading of 421 ohms. Destructive analysis of the motor also found that the upper shaft of gear two had signs of wear. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.